Event description:
Novofine 30g broke off in the abdominal skin (needle issue). Suspected the product quality issue (product quality issue). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from (B)(6) was reported by a consumer as "novofine 30g broke off in the abdominal skin" beginning on (B)(6) 2014 and "suspected the product quality issue" from an unspecified onset date, and concernes a female patient (age unk) who was treated with novofine 8mm (30g) (needle) from an unknown start date for "device therapy". Patient's height, weight and bmi (body mass index) not reported. Medical history was not provided. The patient bought the suspected novofine 30g in late (B)(6). On the morning of (B)(6) 2014, the patient experienced novofine 30g broke off in the abdominal skin during the injection, but she could not feel it. The patient hoped to remove the needle as soon as possible. The needle was used multiple times. The patient suspected product quality issue. The patient was advised to take x ray test by the doctor, but patient refused. Action taken to novofine 8mm (30g) was not reported. The outcome for the event "novofine 30g broke off in the abdominal skin" was reported as not recovered. The outcome for the event "suspected the product quality issue" was not reported.